Manufacturer narrative:
No similar claim type was reported for units within the same lot. (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned dry, in a specimen cup. Visual inspection found one lens haptic torn, missing piece of haptic and clear residue on lens. (B)(4).

Event description:
The reporter stated that a micl12.6, -8.0 diopter, implantable collamer lens was implanted on (B)(6) 2017 and explanted on (B)(6) 2017 due to vaulting causing discomfort. The lens was to be replaced with a 12.1 length. Additional information has been requested, but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.